Event description:
It was reported by the pt's attorney that a long gamma nail was implanted in the right femur of their client. The surgery took place in 2003. Six mos later the nail broke. During the revision surgery complications occurred and client had to undergo intensive care for 2 1/2 days.